Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -9.5 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
B5-the reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -9.5 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -9.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Claim# (B)(4).